Event description:
Procedure: urological/gynecological. According to the reporter: the patient underwent a repair procedure and the patient allegedly experienced pain and injury. Patient has undergone or will undergo corrective surgery or surgeries. Additional information from importer report: it was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced pain, suffering, disability, and impairment. Per additional information received the patient has experienced calcified pelvicol graft, pelvic pain and painful defecation requiring excision surgery, recurrent stress urinary incontinence, retrocele, vaginal discharge and depression.

Manufacturer narrative:
(B)(4). Additional information: date of report: (B)(4) 2012, device info: pelvicol acellular collagen matrix, ftl, device MFR: tissue science laboratories, (B)(4). (B)(6).